Event description:
The customer reported that the freedom driver exhibited a battery alarm while supporting a patient at home. By the time the patient got to the hospital, the alarm had resolved. There was no reported adverse patient impact. The patient was switched to the backup freedom driver. Although the freedom driver exhibited a battery alarm, the driver continued to function as intended. This alleged failure mode poses a low risk to the patient because it does not prevent the freedom driver from performing its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a battery alarm while supporting a patient at home. By the time the patient got to the hospital, the alarm had resolved. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the exterior of the driver revealed no abnormalities. The driver passed all testing associated with nominal normotensive and hypertensive settings with no anomalies or alarms. In addition, the driver was tested for an additional 71 hours and performed as intended with no issues. The customer experience was not duplicated and root cause of the customer-reported alarm could not be determined. The freedom driver was serviced and passed all final performance testing. The reported issue posed a low risk to the patient because it does not prevent the freedom driver from performing its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.